Event description:
It was reported that a whitish spot was found at the transparent wall of a large volume folfusor. This was discovered prior to patient use. There was no patient involvement. No additional information is available

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from october 4, 2022 to october 5, 2022. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.